Event description:
It was reported that the patient underwent a surgical procedure to revise an inflatable penile prosthesis (ipp) due to reservoir herniation. A laparoscopic approach was taken and the herniated reservoir was removed. A new reservoir was implanted in an alternate location. There were no additional patient complications.